Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil lps and a non-penumbra microcatheter. During the procedure, three ruby coil lps were successfully implanted in the target location. While attempting to advance the final ruby coil lp into the microcatheter, the coil would not advance past its initial position within its introducer sheath. The ruby coil lp was then taken to the back table and additional advancement attempts were performed; however, the coil still would not advance. Therefore, the ruby coil lp was not used in the procedure. An angiogram was performed revealing that no further coiling was needed; therefore, the procedure was ended. There was no report of an adverse effect to the patient.